Event description:
According to the reporter: pt. Taken back to surgery for dehiscence: per op note, the fascial suture was found to be broken and the knot had also come untied leading to the dehiscence. There was no additional information provided about the event.

Manufacturer narrative:
(B)(4).